Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer experience however a recent error was found in the logs as well as other errors. The software was reloaded and the programmer passed all functional and systems tests.

Event description:
It was reported that during a patient device check the programmer generated an error. It occurred twice and it was not clear to the user whether it was the same error each time. It was further reported that the errors occurred while electrograms were attempted to be saved, that the programmer screen froze and then the programmer would not do anything. The battery had to be removed and the programmer unplugged during the patient session in order to turn the programmer off. When the programmer was restarted an error occurred and the programmer was unplugged and the radiofrequency head was reattached, the battery was put in and taken out etc. The programmer then worked for a short time but the issue recurred. It was indicated that other users had experienced this issue with other programmers as well. The programmer has been returned for service. No patient complications have been reported as a result of this event.